Event description:
It was reported that the lesion was located in the proximal left anterior descending artery. The stent implant dislodged during preparation of the device inside the protective sheath; however, this was not noted until the stent delivery system had been advanced to the lesion. The stent delivery system was retracted from the patient and a new xience v stent was implanted successfully. There was no clinically significant delay or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instruction prior to use. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that the device was advanced to the lesion before it was discovered that the stent implant had dislodged prior to use. It should be noted that the xience v instructions for use states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.